Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had many air bubbles in her infusion set tubing. The patient's blood glucose at the time of incident was 11.3 mmol/l. The caller stated that the air bubbles were forming in the reservoir and travelling up the tubing. Troubleshooting was initiated for the air bubbles anomaly; however, the customer did not have any air bubbles in her tubing at the time of call. The customer called to figure out what can be done about future air bubbles. The customer was advised to consult their doctor about the type of insulin used and to call the insulin company to see if there is anything wrong with the current batch of insulin. The caller stated that the insulin is kept in the bedroom, which tends to get cold, and the caller was advised to store the insulin in a room with a more constant temperature. The reservoir was not returned for analysis.